Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4) implanted: (B)(6) 2010, product type: extension, product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v553425, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v553425, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that there were no customer concerns, quality or product performance issues, or patient symptoms associated with the report. It was noted that there was normal elective replacement indicator (eri). It was noted that during a normal eri replacement the doctor found that the extensions had been twisted repeatedly causing a knot in the extension. It was noted that impedances were checked pre, and post-op and some were high. It was noted that the doctor was able to unwind the extensions and tacked down the new implantable neurostimulator (ins) with 2 silk sutures through the 2 suture loops. Additional information received reported that it was unknown how the extensions got twisted. It was noted that it was unknown why the impedances were high. It was noted that it was the same 2 extensions that were used with the new ins. It was noted that as of the date of report the patient was doing fine and receiving therapy.